Event description:
It was reported that the patient underwent a plif l5-s1 using an interbody cage, rhbmp-2/acs, peek posterior instrumentation and local autograft. Post-op, the patient developed bone overgrowth and nerve damage.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008, the patient underwent a plif using rhbmp-2/acs witha metal cage in the cervical spine. Reportedly, sometime postop, the patient experienced pain, neuropathy, atrophy, nerve damage, inflammatory reactions, chronic radiculitis, retrograde ejaculation, sterility, bone resorption, pseudoarthrosis, difficulty swallowing, difficulty breathing, and difficulty gripping and holding items.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008: the patient presented with the diagnosis of ¿hnp¿ and degenerative disc disease. The patient also had a history of chronic back pain, hypertension and obesity. On (B)(6) 2008: the patient presented with the following diagnosis: obesity, unspecified; other and unspecified hyperlipidemia, and und erwent ¿tsh¿ and urinalysis. On (B)(6) 2008: the patient presented with herniated nucleus pulposus, degenerative disc disease, and a history of chronic back pain and numbness radiating down the left leg to the ankle. The patient also had a medical history of obesity and hypertension. On (B)(6) 2008: the patient underwent radiology examination of chest as a preadmission procedure for a back surgery for disc disease. Impression: no acute findings. The patient also underwent lab tests. On (B)(6) 2008: the patient presented for cardiology evaluation and underwent ¿EKG¿, the results of which were abnormal. On (B)(6) 2008: the patient presented with the history of chronic low back pain, weakness in left leg and numbness radiating down the left leg to the ankle. The patient was also diagnosed for fragments of nucleus pulposes, cartilage and bone at l5-s1. The patient was admitted with the following pre-operative diagnosis: morbid obesity; recurrent l5-s1 disk herniation. The patient underwent the following procedures: revision, left-sided l5-s1 diskectomy and foraminotomy with use of operative microscope; interbody fusion, l5-s1, with crescent cage 10 x 25 mm, infuse and local autograft; posterior spinal fusion, l5-s1, with legacy peek rod system, mastergraft matrix/infuse bone graft, local autograft, ssep and emg monitoring. Per op notes, the trials were sized, and a 10 x 25-mm crescent cage was selected. A large infuse kit had been reconstituted. One sponge was placed within the cage. The cage was impacted into position, achieving excellent restoration of disk height and had a good interference fit. Another infuse sponge was placed behind the cage within the disk space, and then the remaining disk space was filled to the level of the annulus with local laminectomy bone, which had been morcellized. There was no spontaneous activity from the nerve roots under live emg and ssep monitoring. Morcellized autograft was then placed between the interspaces bilaterally, with the majority being placed on the right side. Mastergraft matrix was reconstituted and placed bilaterally in the interspaces between l5 transverse process and the sacral ala. Then, 7.5 x 40-mm pedicle screws from the legacy peek rod system were used, and all achieved excellent interference fit. Then, 35-mm peek rods were selected, placed within the screws, and torqued to the appropriate tension with the set screws. A medium hemovac drain was then placed in the deep space. The exposed laminotomy and nerve root were covered with some gelfoam to prevent direct muscle scarring to the region. The wound was then closed. X-rays showed good position of the screws, alignment, and instrumentation, although detail was limited due to the patient's morbid obesity. No patient complications were observed. On (B)(6) 2008: the patient was diagnosed status post l5-s1 revision discectomy, foraminotomy, fusion with cage, allograft. The patient had post-surgical pain and radicular pain in left leg, and underwent occupational therapy and physical therapy. On (B)(6) 2008: the patient was discharged home after some lab tests. On (B)(6) 2010: the patient presented with backache, and underwent radiology examination of the lumbar spine. Conclusion: hardware l5 and s1 unchanged in position when compared to the intraoperative image of (B)(6) 2008; no complicating process demonstrated. The patient also underwent radiology examination of the thoracic spine. Conclusion: no acute process; mild to moderate intervertebral disk space narrowing at t5-6, t6-7 and t7-8; mild spondylosis; otherwise unremarkable. On (B)(6) 2010: the patient presented with palpitations, exertional angina, chest pain and dyspnea on exertion, and was admitted. The patient also had a history of hypertension, obesity and hyperlipidemia. The patient also complained of nausea at times. The patient underwent x-rays of the chest. Conclusion: the cardiac size appears enlarging since (B)(6) 2008; upright pa and lateral view would correct for positional artifact. On (B)(6) 2010: the patient underwent nuclear stress test, ¿EKG¿, echocardiogram, cardiac catheterization test, due to tightness in chest. The ¿EKG¿ test was stopped due to chest discomfort and dizziness in patient. The ¿EKG¿ result was abnormal. The patient also underwent CT angiogram of the chest. Conclusion: no pulmonary or malaise. On (B)(6) 2010: the patient had a pre-operative diagnosis of: chest pressure, exertional; palpitations; systemic hypertension, uncontrolled; abnormal stress test with chest pain and dizziness at the peak of exercise; hypercholesterolemia; morbid obesity; smoker (cigars). The patient underwent the following procedures: selective coronary angiography; left ventriculogram. Impressions: no significant coronary artery disease angiographically; 40% proximal stenosis in the major diagonal branch; mild disease in the right posterior descending artery and minimal disease in the right coronary artery; the circumflex system and right coronary artery were codominant vessels; left main without disease; normal left ventricular systolic function; no pressure gradient across the aortic valve; systemic hypertension; no mitral regurgitation angiographically and the aortic root size was normal. On (B)(6) 2010: the patient was discharged home in stable condition, with the following diagnosis: mild coronary artery disease. On (B)(6) 2011: the patient presented with palpitations and cardiac dysrhythmias ¿nec¿. The patient also had a history of sinus bradycardia. The patient underwent transtelephonic arrhythmia monitoring during thisperiod. The patient was monitored for nine sessions in that period. The patient sent 8 symptomatic transmissions with 3 complaints of lightheadedness, dizziness while doing a light workout and 5 complaints of anxiety, shortness of breath, weakness. These all demonstrated sinus rhythm and no pathologic arrhythmias. Conclusion: normal event monitor; the patient's symptoms do not correlate with a pathologic arrhythmia. On (B)(6) 2013: the patient presented for some lab tests. On (B)(6) 2014: the patient underwent CT of the brain, without contrast, due to dizziness and giddiness, nausea, frontal headache. Conclusion: no intracranial abnormality identified.